Event description:
It was reported, the patient presented for post-implant checks. Upon interrogation, it was discovered, the leadless pacemaker (lp) was sensing the ventricle. And was not capturing the atrium. X-ray confirmed, the lp had dislodged to the pulmonary artery. The lp was explanted and replaced. The patient was in stable condition.